Manufacturer narrative:
Product event summary: the returned battery passed visual inspection and functional testing. The log file analysis revealed premature power switching events due to momentary disconnect involving battery (B)(4) within the analyzed period. Investigation is ongoing. Additional products: battery (B)(4). Concomitant medical products: yes, return date: 2018-01-11. Product event summary: the returned battery passed visual inspection and functional testing. The log file analysis revealed premature power switching events due to momentary disconnect involving battery (B)(4) within the analyzed period. Investigation is ongoing. Battery (B)(4) concomitant medical products: yes, return date: 2018-01-11. Device evaluated by MFR: yes. Product event summary: the returned battery passed visual inspection and functional testing. The log file analysis revealed premature power switching events due to momentary disconnect involving battery (B)(4) within the analyzed period. Investigation is ongoing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system - battery, battery / (B)(4) / model #: 1650- / expiration date: 2017-03-31, (B)(4), mfg date: 2016-03-31, (B)(4), heartware ventricular assist system - battery, battery / (B)(4) / model #: 1650- / expiration date: 2017-03-31, UDI #: (B)(4), mfg date: 2016-03-31, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that power switching occurred with three batteries before the batteries had depleted below twenty-five percent (25%) charge capacity. The batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: three batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the batteries' connection to a controller during the analysis of the unit. Results revealed that the electrical connection between the battery and controller was stable. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. If information is provided in the future, a supplemental report will be issued.